Event description:
It was reported to philips defective gas delivery system (gds). It is unknown if the device did have patient involvement at the time the issue was discovered however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement when the issue occurred. There was no patient or user harm reported. The gas deliver system (gds) was returned for failure analysis. Visual inspection revealed no anomalies. Testing was performed and the customer complaint was verified. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the gas deliver system (gds) required replacement. The service engineer replaced the gds to resolve the issue. The system meets the specification for the performed service and is returned to use.